Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during an unknown procedure, the bending or cutting pliers broke off. The patient was not involved, the surgeon was cutting the plate on the back table with multiple individuals shielding the patient. No debris was projected toward or into the patient. The procedure was completed successfully and a backup device to complete the surgery was used. There was no surgical delay reported. The generated fragments were removed easily without additional intervention. The patient outcome is good and was not harmed. Concomitant device reported: lc dcp plate (part 243.586, lot unknown, quantity 1). This report involves one (1) bending/cutting pliers. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction & damage. Visual inspection: the bending/cutting pliers (p/n: 391.962, lot number: t153320) was received at us cq. Visual inspection of the complaint device showed deformation on the side opening cutting jaws, and the carbide inserts were missing. Additionally, the device was difficult to open and close. Device failure/defect identified? Yes. Functional test: a functional assessment was performed with the complaint device. The complaint device was difficult to open and close. The complaint condition can be replicated. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: no design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint is confirmed as the carbide inserts are missing, which can confirm the broken condition. Additionally, the side opening cutting jaws have deformation and the device was difficult to open and close. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part number: 391.962, lot number: t153320, manufacturing site: tuttlingen, release to warehouse date: jan 25, 2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.